Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 127mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to faulty force sensor resistor. No alarm for a compromised force sensor system could be verified due to the motor error alarms. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.